Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed in the bottom of tubes while inspecting fifty-one (51) carton boxes. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes. D9. Returned to manufacturer on: 05-may-2025. H3. Device eval by manufacturer? Yes. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 4144103 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on batch 4144103 for contamination. Retention samples from batch 4144103 (100 tubes) were available for inspection. There were 96/100 small white particle defects observed in the retention tubes from visual inspection. Nine uninoculated retention tube were placed into incubation. Four tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33 to 37 degrees celsius incubator. At seven days incubation, there were no traces of microbial growth in the incubated retention tubes. The incubated tubes were gram stained and were found to have a few gram positive cocci and gram negative rod nonviables. The clarity of the retention tubes with nonviable was colorless and clear, which was in accordance with the appearance on the certificate of analysis. There were two photos received of batch 4144103 to assist in the investigation of this complaint. One photo showed one tube of batch 4144103 exp 2025-11-19 with white powder at the sensor. One photo showed carton label batch 4144103 exp 2025-11-19. Ten tubes from batch 4144103 were returned with white particles settled at the bottom of the tubes. This complaint can be confirmed for nonviables from the retention samples. This complaint cannot be confirmed for contamination, as there was no growth after incubation. No complaint trends have been identified for this product. Bd will continue to trend complaints for contamination and appearance.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed in the bottom of tubes while inspecting fifty-two (52) tubes. There were no health impact or consequences reported.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed in the bottom of tubes while inspecting fifty-two (52) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
The following field has been updated with additional information: b5. Describe event or problem: it was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed in the bottom of tubes while inspecting fifty-two (52) tubes. There were no health impact or consequences reported.